Event description:
The customer stated that she received a control test result of 400 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer was unable to troubleshoot her contour system because she did not have any testing supplies. No product will be returned for eval. A new contour meter kit was sent to the customer.